Manufacturer narrative:
Full e1 address: (B)(6). The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was not confirmed and was unable to be reproduced. Evaluation did find that water tightness was lost due to a scratch on the bending section cover, the insertion tube was corroded, and the bending angle in the up direction did not meet the standard value due to wear of the angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported the image of the bronchovideoscope was blurry. The issue was found during reprocessing after a diagnostic tracheoscopy procedure. There was no delay and the procedure was completed with the device. There was no reported patient harm or impact due to this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: no image displayed when the device was angulated. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Correction to d10 for additional information inadvertently missed on initial medwatch. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, the cause of the image disappearance during angulation could not be identified. Therefore, a definitive root cause could not be determined. It is likely the event occurred due to damage of image sensor unit/cable. The following information is stated in the instructions for use (IFU): ¿important information ¿ please read before use: ¦precautions: caution: turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.8 "inspection of the endoscopic system" ¦inspection of the endoscopic image: confirm that the wli and nbi endoscopic images except bf-mp290f are normal. 5.1 "troubleshooting" if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair.¿ also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity.¿ olympus will continue to monitor field performance for this device.